Event description:
In this event it was reported that while using a cavitron g119 scaler the insert was getting hot and was not being cooled by the water flow. The office stated that a hygienist that was testing the unit was burnt by the insert but did not require medical attention.

Manufacturer narrative:
Evaluation found the insert was getting hot due to trouble with hybrid board. Also no water flow until 11 o'clock on the lavage control. The unit is beyond useful life.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.